Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. A field service engineer performed to test the barcode scanner and found no issues. Fse confirmed with the customer that the issue was with the returning certain medications and advised the customer to follow the settings for scanning and retuning to medstation. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es barcode scanner not working. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.